Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized multiple times. The blood glucose reading was 300mg/dl. The spouse stated that the customer had bloating and gastritis while wearing the insulin pump. It was stated that the customer also has had stomach issues since he has been on the insulin pump therapy. It was stated that the customer was disconnected from the insulin pump due to a heart problems. The spouse stated that his basals may need to be reprogrammed. Offered troubleshooting, but the customer declined. It was stated that the customer wants to see his doctor first. No further info was provided.